Manufacturer narrative:
On 17-nov-2016, an fse conducted on-site follow-up with the customer to address the reported event. The fse found that the alignments off in incubator for cup pick up. The fse aligned incubator and tightened belts, then performed cup transfer test confirming that the instrument returned to normal operation. The most probable cause of the reported event was due to defective incubator alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 4153 wash syringe home error with their aia-900 analyzer. The customer tried performing "all set home" multiple times with no error. Customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.